Event description:
It was reported patient's midline incision was separated. Surgical intervention was undertaken wherein the system was explanted to address the issue. Patient was given IV antibiotics to address possible infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A possible infection was reported to abbott. It was determined the patient's midline incision was separated. Surgical intervention was undertaken wherein the system was explanted. The patient was given antibiotics to address possible infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.